Event description:
Vaginal discharge that is brown, gray and orange. Passed several tissue masses that measure 3 in. X .5 in. Since uae. Presented at ER with severe menstrual pain, fever, chills, and bloating; subsequent period worse, pain comparable to labor pain. Has also experienced acne flare-ups since the procedure.